Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated bilateral inguinal hernia thereby underwent open repair with the implant of two perfix plug (device 1 ¿ right and device 2 ¿ left). Per operative notes, ¿an incision was made into the abdomen. Both hernia sacs were dissected out. A perfix plug (device 1) was placed into the right inguinal region and secure it with suture. Into the left side a perfix plug (device 2) was placed and secure it with suture.¿ on (B)(6) 2020 - patient was diagnosed with bilateral recurrent inguinal hernia without obstruction, thereby underwent robotic assisted repair with implant of two synthetic meshes. Per operative notes, ¿a midline incision was made in the supraumbilical region. Both hernia sacs were dissected out. Two synthetic meshes were placed into left and right inguinal region and secure it with sutures.¿